Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink buretrol solution set did not flow freely and had air in the line during priming. The reporter stated that "as one aspirates, the chamber collapses and is incapable of delivering fluid, and air is able to get through the valve". The set had been primed via gravity using a non-baxter extension set and a stopcock. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Clear passage testing and pressure testing were performed with no issues noted. During the further testing that was performed, air in line was noted from the filter as the solution drained out of the line, which may have been cause by damage to the filter during use. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. Visual inspection revealed that the extension set was not returned, and the drip chamber was not collapsed. Functional testing was then performed by spiking the device into an in-house 1000ml solution container. The sample was then primed and checked for flow. Additionally, to simulate the customer usage, a solution draw was performed by attaching an in-house syringe to the top y site. The sample was found to prime and flow normally. The drip chamber did not collapse during the solution draw, and no in-line air was noted. Further testing was performed by repriming the set and performing a draw with the vent in the closed position. After approximately 5 minutes, the drip chamber collapsed. When the vent was opened, the drip chamber expanded back to normal geometry. The reported condition was verified. The cause of the condition was not determined. Should additional relevant information become available, a supplemental report will be submitted.